Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the reported event of a pump stop occurring due to full battery depletion was confirmed via analysis of the submitted log file. The log file contained approximately 26 days of data (B)(6) 2023¿ (B)(6) 2023 and (B)(6) 2000 per the timestamp). The log file captured a no external power alarm at 22:10:04 due to both 14v batteries fully depleting. The controller properly alarmed with low voltage advisory, low voltage hazard, power cable disconnect, and no external power alarms as the 14v batteries drained following approximately 10 hours of use. The system controller backup battery then supported pump operation until it became depleted, resulting in the controller turning off and the pump stopping at this time. At an unknown amount of time later the controller was reconnected to the power module and the pump restarted without issue; it was noted that the controller¿s clock was reset to the default timestamp due to the total loss of power. The log file then captured that the power cables were disconnected from power and that the driveline was disconnected which is consistent with the system being turned off after the patient passed away. There were no other notable alarms throughout the log file. Provided information indicated that the patient was transferred to a long term care facility after being admitted for 204 days. Personnel supervising the patient at the long term care facility were given further instruction on the operation of the system and that the patient should be connected to ac power when sleeping. When the event was reported, personnel mentioned they ¿forgot to charge the batteries¿ and were unsure if the pump was running. Patient was pronounced dead by responding fire and ems personnel. The heartmate ii system controller (serial number: (B)(6) was not returned for evaluation. The root cause of the reported event was determined to be a user error resulting in the 14v batteries and the system controller backup battery fully depleting. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2017. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage advisory/hazard, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains that a pair of new, fully charged 14v batteries provides up to 17 hours of support and explains how to check the battery life by using the on-battery power gauge button. This section also explains how to properly switch between power sources and indicates that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also informs that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that nurses were notified that the patient was in an unresponsive state and not breathing at 2:25 am on (B)(6)2023. Left ventricular assist device (lvad) parameters at the time were speed 9000 rotations per minute (rpm), flow 3.5 liters per minute (lpm), pulsatility index was 4.1 and power was 5.1 watts. Fire and rescue were called immediately and arrived to find no pupil responses and the patient was still not breathing on their own. The patient was intubated. There were still no alarms on the lvad. The patient's wife agreed to deactivate the lvad and time of death was called at 3:01 am by fire and rescue. Prior to deactivation of the pump at 3:21 am, no alarms were noted, and the pump was on and working. Log files were downloaded and sent for urgent evaluation to determine the events leading up to death. Log file review found that the patient had been connected to the power module up until (B)(6)2023 at 12:50pm when they were switched to battery power. Low voltage advisories were noted at 8:17 pm followed by low voltage hazard events at 9:36pm. 14v battery power was depleted at 10:10 pm then emergency backup battery (ebb) was enabled. The pump eventually shut off due to depletion of the ebb. The pump was reconnected to the power module, but it could not be determined how long the pump was off as the controller clock had reset. The patient had just transferred to a long-term care facility after 204 days in the hospital. The patient was noted to be completely stable on (B)(6)20223 prior to 1:00pm van time. The nursing staff was instructed on how to plug in all of the equipment, and it was reinforced that the patient should be switched to ac power before bed. The patient was last seen by their wife the evening of (B)(6) 2023 and was noted to be completely normal at this time. Related manufacturer's report: 2916596-2023-03285.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.